Manufacturer narrative:
A getinge field service engineer (fse) inspected the equipment found inflation failure, checked equipment parameters, and determined that the combination valve was faulty. Replaced the combination valve, tested the parameters, and the factory required the equipment to be returned to the customer and allowed clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the equipment found inflation failure, checked equipment parameters, and determined that the combination valve was faulty. Replaced the combination valve , tested the parameters, and the factory required the equipment to be returned to the customer and allowed clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received manifold, drive with a reported unit failure of autofill failure. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed manifold, drive into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Booted up the cs300 and when the cs300 completed its self- test, a low vacuum alarm was observed on the display with an audible alarm. The autofill failure was probably caused by a defective drive manifold. The drive manifold failed testing. Retaining the drive manifold in the fat per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations: e1 (site name) - (B)(6) (tele. #) (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) automatic inflation failed during equipment inspection. There was no patient involved,